Event description:
Customer reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 3.8, lab: 1.7. Date: (B)(6) 2010, inratio: 4.7, lab: 1.9. Inratio and lab results were within minutes of each other.

Manufacturer narrative:
Investigation pending.